Manufacturer narrative:
(B)(4). Concomitant medical product - femur cemented posterior stabilized (ps) standard left size 7 catalog# 42500606201 lot# 62616072, persona vivacit-e highly crosslinked polyethylene articular surface fixed bearing posterior stabilized catalog# 42512400516 lot# 62616958, persona natural tibia trabecular metal two-peg porous fixed bearing left size d catalog# 42530006701 lot#62318917. Revision op notes indicate painful left total knee replacement with tibial loosening. During the revision, it was noted the implant was loose and had subsided. Review of the complaint history determined that no further action is required as no were trends identified. DHR was reviewed and no discrepancies were found. The root cause is tied with the design of the tibial component.

Event description:
It was reported patient underwent a revision procedure due to tibial loosening and pain 18 months post implantation.